Event description:
It was reported that the 7700 system intermittently had no video. No patient injury was reported.

Manufacturer narrative:
A ge service representative reported an on site investigation. The interconnect cable was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.